Event description:
It was reported the supera stent was implanted inside another already fractured stent; however, the supera stent also fractured; preventing the vessel from being unblocked. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The reported patient effect of occlusion is listed in the supera peripheral stent systems instructions for use (IFU) as a potential adverse effect of peripheral percutaneous intervention. The investigation determined a conclusive cause for the reported stent break cannot be determined. The reported difficulties possibly caused/contributed to the reported obstruction/ occlusion, however a conclusive cause and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: the date of procedure will be estimated as (B)(6)2025, one day prior to the av alert date of (B)(6)2025. D4: the UDI number is not known as the part and lot number were not provided.